Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that detections were turned off and the patient was fitted with a wearable cardioverter defibrillator. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for undefined high pacing impedance in addition to non-physiologic non-sustained ventricular tachycardia (nsvt) episodes, t-wave oversensing (twos), and noise on electrograms. It was further reported that a fracture was suspected on the low voltage portion. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that detections were turned off and the patient was fitted with a wearable cardioverter defibrillator. No further patient complications have been reported as a result of this event. It was further reported that it was noted that there was obvious lead deformation at or around the area of the suture sleeve and that the fracture was confirmed. The rv lead was explanted and replaced.

Manufacturer narrative:
Correction: b5 product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted a distal segment of the lead was returned without the anchoring sleeve. The lead was cut off at 24 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that it was noted that there was obvious lead deformation at or around the area of the suture sleeve and that the fracture was confirmed. The rv lead was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia) for undefined high pacing impedance in addition to non-physiologic non-sustained ventricular tachycardia (nsvt) episodes, t-wave oversensing (twos), and noise on electrograms. It was further reported that a fracture was suspected on the low voltage portion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpa2d4 ICD, implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.